Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced two leaking cartridges, which caused concern about running short of supplies before the next shipment. The patient stated they were not overfilling the cartridges and were not filling them completely. They also reported placing the cartridge into the ilet before connecting the tubing. The patient noted that the leaks occurred with cartridges from two different boxes but was unable to provide lot numbers. The patient stated that they were able to identify the leaking before completing their supply change, allowing them to correct the issue promptly, and their bg levels were not affected. A replacement box of cartridges was arranged for shipment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.